Manufacturer narrative:
Medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Evaluation of the logs indicated that the robotic arm joint 2 of the arm cart assembly experienced a motor failure, in which the motor current sensor and motor position sensor both reported bad quality. An error code for 'linked to robotic arm motor state check' was triggered. This lead the arm cart to emit non-recoverable errors and required a restart. This error reoccurred multiple times. Review of the field service notes indicated that there was an arm non-recoverable error. It was found that the robotic arm setup arm (rasa) was faulty and need to be replaced. Evaluation of the arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a failure of the robotic arm setup arm. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic sigmoidectomy procedure, the arm cart assembly triggered an unrecoverable error. To resolve the issue, the arm cart was restarted three times. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during a robotic laparoscopic sigmoidectomy procedure, the arm triggered an unrecoverable error. To resolve the issue, the arm was restarted three times. There was no patient injury.